Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). A imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, blood and a fracture on the implant collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device location is #19 and length of usage is approximately 2 years. DHR review: DHR review was completed for the subject lot number (63900667). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63900667) for similar event and no other complaint was identified. Post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
It was reported that patient presented in the office with a loose screw-retained crown. Upon assessment by the doctor, the screw had fractured and was stuck inside of the implant. As a result, the implant had to be removed. Upon investigation of the returned implant, it was found to be fractured at the collar of the implant. Three attempts were made to obtain additional information from the customer with no response.